Event description:
It was reported that the rigid video scope was found distal dents in the pipe during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the outer tube (thermistor) was broken, error code error 104 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for the customer reported problem. The outer tube (thermistor) is broken and therefore error 104 occurs. The most probable cause of the additional failures is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.